Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2013-03154. The patient has 2 scs systems. The patient received 2 scs extensions with different lot numbers. It was reported the patient was experiencing pain from one of his scs extension headers. Subsequently, the scs extension header was repositioned which resolved the issue.